Event description:
It was reported that during a non-tortuous, mildly calcified, mid, lower extremity arterial interventional procedure, during advancement, resistance was felt and the hi-torque winn 40 guide wire would not cross the lesion. There was slight difficulty with the removal of the hi-torque winn 40 guide wire and, reportedly, the tip of the hi-torque winn 40 guide wire was found kinked, the coils on the guide wire were displaced [stretched] and appeared split. A new hi-torque 80 300 cm guide wire was used to complete the procedure. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.